Manufacturer narrative:
PMA/510(k): this part is not approved for use in the united states; however a like device catalog #: 55840016545, 510k #: k113174, UDI#: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent tlif (transforaminal lumbar interbody fusion) surgery at l5-s1 level due to spinal canal stenosis. Intra-op, before wound closure, it was confirmed that the screw on the right side of l5 deviated. Therefore, the screw was removed and reinserted after changing direction. Crosslink, rod and set screw were removed again. The removed crosslink was placed again after reinserting screw and then an attempt was made to do tightening with the reported driver, the driver tip broke at that time. Since the tip part could not be removed from the set screw of the crosslink, it was removed together with the rod and the crosslink. All the products were replaced with other ones, and the operation was completed. There was a delay of less than 60 mins in overall procedure time. There were no patient symptoms or complications reported as a result of this event.